Event description:
A surgeon complained he found rust on the screw hole of a plate that was removed from a pt. Plate and screws were implanted in 2003 during revision surgery for a non-union. Non-union healed but pt became infected requiring implant removal 11 months later. Surgeon reported that the plate and all screws had a tight fit with no loosening or instability.